Manufacturer narrative:
Though requested, no additional event information has been provided. The lot history, trend analysis, risk analysis and directions for use review are considered acceptable, with the product performing within anticipated rates. There have been no other complaints for this product lot to date. Based on the information provided, we are unable to determine a root cause. No corrective action is necessary at this time.

Manufacturer narrative:
According to the reporter, the lens has been destroyed at their facility. In medical safety opinion, the z-syndrome could have been related to excessive capsular fibrosis as the patient received yag within 6 months of lens implant. The surgeon stated in the operative notes that the haptics were fibrosed and the anterior and posterior capsule were fused. Using phacoemulsification in a miotic pupil may lead to smaller-sized capsulotomy with a risk of capsular contraction, zonular weakness and lens dislocation. However, the surgeon prevented all those by using a malyugin ring. Further investigation is underway.

Event description:
It was reported that a patient experienced z-syndrome six months and ten days post implant of an intraocular lens (iol). The lens was in z configuration through a yag capsulotomy. As a result of left eye prolapse vitreous and the dislocated iol, the lens was exchanged, and an anterior vitrectomy was performed. Using keratome for temporal 2.5mm clear corneal incision and mvr 3.5mm blade for pars plana sclerotomy (for vitreous prolapse), the sclerotomy wound was sutured. Haptics were fibrosed and because of z-syndrome the anterior and posterior capsule had fused. The lens was cut and removed, but haptics remained. A sulcus lens was implanted and sutured to the iris. The lens is stable and well centered.